Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 2, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and the onset of event at one (1) day post-procedure (pod01). Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1906 captures the reportable event of candida infection. Patient code e1310 captures the reportable event of uti. Impact code f08 captures the reportable event of hospital admission for two (2) days. Impact code f2303 captures the reportable event of medication required for treatment.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. One (1) day post-procedure (pod01), the patient presented to the emergency department (ed) for fever and urinary tract infection (uti). The patient was admitted to the hospital for two (2) days. An intra-operative stone culture was positive for candida. The patient was treated with cefepime and fluconazole. Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.